Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recq0545 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed through the median cubital vein blindly. On (B)(6) 2021, the patient had the catheter maintained at hospital. A nurse told the family of the pediatric patient that great resistance was encountered when flushing and locking the catheter, and suspected of catheter occlusion and recommended referral for further treatment. On (B)(6) 2021, the catheter was maintained at hospital. A nurse said the catheter was flushed and locked normally, with no resistance encountered. On (B)(6) 2021, the patient received chemotherapy in hospital with no evident redness and swelling seen on the side of the arm where the catheter was placed. Routine radiography showed that the catheter ruptured and the patient was referred to hospital for removal of ruptured catheter. On (B)(6) 2021, the patient was returned to hospital for further chemotherapy.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a ruptured catheter was confirmed. One 3 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The catheter was received in two segments. The distal segment was 20.3cm in length. The proximal catheter segment was attached and secured to the connector. The 3 fr tubing extended 7.1cm from the distal end of the strain relief oversleeve. The adjoining ends of the catheter were microscopically examined. A portion of the blue stripe material was rounded along the outer perimeter of the tubing. The clear portion of the tubing was rough and granular at the break site. A semi-circumferential split was observed 3.5 cm distal to the break site. The external surface of the blue catheter material exhibited a symmetrical wear pattern on both sides of the split. A semi-circumferential crease was observed 4.5 cm proximal to the break site. A dimple was observed in the blue catheter material at the terminus of the crease. A tactual investigation revealed that the tubing was easily kinked across the semi-circumferential crease and split in the tubing. The characteristics of the break, split, and crease indicate that the catheter was kinked or flexed during use. This type of damage can occur if the catheter is in a location that is vulnerable to bending, which can eventually cause the tubing to split with repeated flexing and kinking. No defects related to the manufacturing process were noted on the complaint sample.

Event description:
It was reported that the catheter was placed through the median cubital vein blindly. On (B)(6) 2021, the patient had the catheter maintained at hospital. A nurse told the family of the pediatric patient that great resistance was encountered when flushing and locking the catheter, and suspected of catheter occlusion and recommended referral for further treatment. On (B)(6) 2021, the catheter was maintained at hospital. A nurse said the catheter was flushed and locked normally, with no resistance encountered. On (B)(6) 2021, the patient received chemotherapy in hospital with no evident redness and swelling seen on the side of the arm where the catheter was placed. Routine radiography showed that the catheter ruptured and the patient was referred to hospital for removal of ruptured catheter. On (B)(6) 2021, the patient was returned to hospital for further chemotherapy.